Manufacturer narrative:
Age at time of event: under 18 years. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the product was received in good condition with no visible damage observed. The mdu-5 was installed into a gold standard system and tested for functionality. The unit meets specifications. In addition to the functional test, the unit underwent a 4 hour burn-in without any failures observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2015-00471, 2134265-2015-00538. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention, an ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro² imaging catheter and a sled to perform automatic pullback. The first pullback was then started; however, it was noted that the motor drive unit was unable to perform automatic pullback. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.

Event description:
Same case as: 2134265-2015-00471, 2134265-2015-00538. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention, an ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro² imaging catheter and a sled to perform automatic pullback. The first pullback was then started;however, it was noted that the motor drive unit was unable to perform automatic pullback. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.